Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with high blood glucose last week. Customer stated that she had to give a manual shot. Customer stated that her blood glucose is really high over night and during the day when she does a meal bolus. Customer stated that her pump is also going through batteries every couple of days. Customer stated that the issue started a week ago and her blood glucose was between 400-500 mg/dl. Customer stated that she changed her infusion set 3-4 times to try to fix the issue. Customer stated that she can try using a different site. Customer ran a self test and passed. Customer's current blood glucose is 368 mg/dl. Customer reported having the following symptoms related to her high blood glucose: dizziness, feeling out of it, and blurry vision. Customer stated that she treated with a manual shot. Customer is not able to troubleshoot the battery issue at this time but will call back later.